Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown, type of device - unknown, device info - unknown, date implanted - (B)(6) 2015. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. PMA/510(k) number ¿ unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2016 due to dislocation of the femoral head. During the procedure, the modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product was not manufactured by zimmer (B)(4).